Event description:
Wife or consumer reported the replacement head for her husband's brush did not seem to fit right. It did not turn all the way but it was tight. Husband tried to fix it by putting his mouth around it, cracking his front tooth. Note: the problem occurred while the customer was trying to replace the brush head, not while he was brushing his teeth.

Manufacturer narrative:
Brush bases are manufactured at two locations. Since consumer has not provided us with information regarding the original brush, we are unable to determine at which of the following locations this particular brush was made. Since consumer has not returned product to date, it could not be evaluated and no conclusions could be drawn.